Event description:
The hospital reported that during the endoscopic vein harvesting procedure, three bipolar bisectors stopped cauterizing. It would work during pretest and in the beginning of the procedure but as the harvester progressed cauterizing the branches, the bisector at some point would not generate heat. Troubleshooting consisted of changing two valley lab generators and three bipolar cords. The surgeon converted to open leg to complete the procedure. The hospital did not report any patient complications. The harvester was not yet experienced and had only performed four previous cases using the device. This report is for the second device.

Manufacturer narrative:
Investigation results: the visual inspection found non-conformities. Resistance measurements were within specifications. Functional simulated pre-cautery testing of the bisector was performed with a reference valley lab generator power source. The device functioned with no electrical non-conformities found. The reported failure was not confirmed. A lot history record review was completed for the product, and there was no nonconformance associated with the lot number.